Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmissions revealed inappropriate automatic mode switch (ams) due to noise oversensing on the right atrial (ra) lead. The physician elected to explant and replace the ra lead. There were no patient consequences.